Event description:
It was reported that three pathfinder closure tops were stripped during a procedure. For one of the closure tops, the drive feature stripped, and for the other two closure tops, the outer threads stripped. There was no patient or procedural harm, aside from a 30 minute delay, and other closure tops were available for use.this is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports (B)(4).